Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a full height auxiliary 7 not sensing closed. The field service engineer found that the inseparable magnet missing, removed drawer, replaced inseparable magnet and reinstalled drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the drawer 7 is unable to be opened causing a delay in dispensing medication to the patient. The pharmacy technician tried to open the drawer and was unsuccessful. There were no adverse events or injuries reported based on this event.